Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after requesting bolus, an unknown alert caused the bolus to be suspended. After tandem technical support looked at the pump logs, it was discovered that alarm occlusions occurred, subsequently, suspending the bolus. Customer did not respond to attempts to obtain additional information. There was no reported impact to customer¿s blood glucose.